Manufacturer narrative:
Concomitant product: 694765, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient presented to the emergency room with lightheadedness and syncope. A transmission observed the right atrial (ra) lead with high capture threshold, undersensing, and chronically low p-waves measurements. Subsequently, possible non-capture and no sensing were noted. The lead was found to be dislodged with loss of j shape and no slack. The patient complained of hiccups from the lead. The lead was explanted and replaced. It was also reported that, during the revision procedure, the implantable cardioverter defibrillator (ICD) device was found under axilla and upside down as if twiddled. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.